Event description:
A relative of a patient noticed that there was an exposed electrical wire on a hillrom versacare bed. The coiled insulated wire is located at the head of the bed on the underside (right side) of the bed. About 0.5 cm of insulation had been worn away and copper wire was exposed. The bed was unplugged; it was removed from service after the patient was transferred into a new bed. Concerns are/were shock or spark from the exposed wiring. The head of the bed was right next to the oxygen supply. Our engineering assessed the bed. Their findings are as follows:"the wheels when turned to maneuver the bed contact the coiled wires adjacent to each wheel. We will contact the manufacturer (hill-rom) for recommendations on a solution to this problem. The damaged wires will be ordered and replaced. I believe we can pull the coiled wires slightly to the inside of the bed carriage and keep them away from the wheels, but prefer a solution offered by the manufacturer. I looked at several of the same model bed in the storage area and a few had similar problems. I believe this is low voltage wiring which would not present a shock hazard, but we are checking the service manuals and possibly the manufacturer for assurances. The sales representative and the technical support person were contacted with little feedback. Technical support indicated they have received a "few" complaints on this issue, but did not rise to any level of concern on hill-rom's side. I asked the sales representative to escalate this to the necessary folks and relayed our concerns from not only a shock standpoint, but also the potential spark issue. The frayed cables are low voltage (dc volts) as I suspected which would not pose a shock issue, but the spark issue remains. The sales representative indicated someone would be in touch with me tomorrow. I also requested an inventory of all beds sold to our facility of this model. The bed in question was purchased in 2005 and we believe our facility may have approximately 70 or so of this model bed." ====================== manufacturer response for hill-rom versacare bed, hill-rom versacare bed======================none so far.